Event description:
On 08/02/2023, it was reported by a facility representative via email that an ar-3636 knotless fibertak inserter tip broke off in the bone during implantation. This small metal tip was lodged within the drill hole, entirely inside the bone, and broke off flush with the cortical edge of the acetabular bone. The surgeon used an arthroscopic probe, confirming that the metal tip was securely lodged within the drill tunnel. A thorough evaluation was performed of the joint to ensure there were no additional broken pieces within the joint. An x-ray was brought in to confirm further that no other pieces were present and take arthroscopic photos of the metal piece lodged within the bone and the entire joint surface/cartilage of the acetabulum. Given that the piece was broken off flush with the bone and lodged firmly within the bone, there was no way to remove the piece without significantly damaging the surrounding bone and possibly cartilage, so the decision was made to leave the small metal piece within the drill tunnel. This was discovered during a labral repair procedure on (B)(6) 2023. The case was completed without complication, and further x-rays and a thorough arthroscopic evaluation were taken to ensure no change in the metal piece lodged within the bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3638 was received for investigation. Functional testing was not performed due to the damage to the device. Visual evaluation found that the inserter's tip was broken off. It was noted that the tip was bent. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure is user error prying/leveraging the device against bone or another instrument. According to dfu-0054 at revision 0. Section g. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Dfu-0454 at revision 0. Warning. To help avoid inserter breakage and potential patient injury. Avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.